Event description:
It was reported that the device overheated during testing. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
The device has been discarded by the user facility.